Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time of the reported ev ent. A service engineer inspected the device and found that the gui (graphical user interface) to bd (breath delivery unit) cable was loose. The service engineer tightened the cable and the ventilator was in good working condition.